Manufacturer narrative:
The mayfield skull clamp was returned for evaluation: failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received with the lock having rotational and lateral movement and a residue buildup was present. New components were added to replace worn internal parts. General maintenance and cleaning performed. Root cause - complaint confirmed via inspection of the item. The lock had rotational and lateral movement and a residue buildup was present. This unit is beyond integra¿s 7 years recommended life cycle (manufactured 2011). Unit required preventive maintenance and replacement of worn parts as a result of routine wear and tear. No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield skull clamp (a1059) was not holding pressure. It is unknown if there was patient involvement however; no patient injury or surgical delay has been reported. After the device was returned by the customer, evaluation showed that it had movement.